Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00814.

Event description:
It was reported that an inserter would not detach from the mating spacer once the spacer was placed in the disc space. The spacer was subsequently removed and replaced with an alternative spacer using an alternative inserter to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the returned device was examined. The inner and outer shaft were jammed together upon receipt. After they were separated, the inner shaft was evaluated; there were no malfunctions detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that an inserter would not detach from the mating spacer once the spacer was placed in the disc space. The spacer was subsequently removed and replaced with an alternative spacer using an alternative inserter to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.